Event description:
It was reported that device diagnostics resulted in high impedance. The physician reported that the patient had recently undergone generator replacement on (B)(6) 2013. The physician believes that the high impedance is a result of the generator replacement surgery. The patient was referred to surgery. Further follow-up revealed that the device was programmed off after the high impedance was observed. It was reported that there was no patient manipulation or trauma that could have caused or contributed to the high impedance. The patient underwent revision surgery on (B)(6) 2014. It was reported that the explanted generator is not available for return. It is unknown if the lead was also replaced or if the generator replacement resolved the high impedance.

Event description:
It was reported that the lead impedance is high. The physician reported that the nerve has grown so much scar tissue and this is believed to have caused the high impedance. No additional relevant information has been received to date. It was reported that the neurosurgeon is difficult to get information from.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records of the lead confirmed all quality tests were passed prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Device available for evaluation; corrected data: the previously submitted MDR inadvertently provided incorrect information, as it stated that the device was available for evaluation, but it is not.

Event description:
It was reported that the patient underwent a full vns system replacement. Further information was later received indicting that the lead was replaced due to high impedance and the generator was replaced as it was approaching battery depletion. The newly implanted system was tested and system diagnostics returned impedance results within normal limits. It was reported that the explanted devices were not available for return to the manufacturer.